Event description:
It was reported that the pump and catheter were explanted due to an infection. No patient injury was reported and the patient recovered without sequela. It was further reported the last refill date was (B)(6) 2013. Around (B)(6) 2013 this patient developed meningitis due to a ventriculoperitoneal shunt infection/bowel perforation during a recent revision surgery. This had caused the pump infection. The patient also experienced fever and had a positive cerebral spinal fluid culture being citrobacter freundii complex and klebsiella oxytoca. The patient was administered peri-operative and intravenous antibiotics. The infection was resolved. This device system delivered lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter n217492017 revealed coring/tears/cuts in the seal of the sutureless (sc) connector; however, no leak was seen during analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.